Event description:
The customer reported that they received erroneous results for one patient sample tested for lipase colorimetric assay (lip) when tested on a hitachi labospect 008 analyzer. The sample initially resulted as 40 iu/l accompanied by a data flag. According to the customer, the sample did not have a stable linear reaction after the r2 reagent was dispensed. The sample was repeated with a times 5 dilution, resulting as 80 iu/l. The sample was repeated with a times 10 dilution, resulting as 280 iu/l. The sample was repeated with a times 20 dilution, resulting as 500 iu/l. The sample was also repeated with a times 40 dilution, resulting as 500 iu/l. The patient sample result was reported outside of the laboratory as the flagged 40 iu/l "reference" result. It was asked, but it is not known if any of the dilution results were reported outside of the laboratory. The sample was provided for investigation and was tested for lip, resulting as 29 u/l. The investigation determined that the customer's allegation could be reproduced. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The serial number of the labospect 008 analyzer was asked for, but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
The root cause of the issue was determined to be gammopathy in the patient. This interference is covered in product labeling.